Event description:
This device failed battery capacity test. The hospital representative stated that ther have been no reports of any patient incident involving this pump since the last baxter service event.